Manufacturer narrative:
Concomitant medical products: dvbb1d1, ICD implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was received due to high rate non-sustained episodes and sensing integrity counter (sic) on the right ventricular (rv) lead. The lead remains in use and no patient complications have been reported as a result of this event.